Manufacturer narrative:
An event of paravalvular leak (pvl), valve underexpansion, and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient does not have a history of heart block, there was moderate and uniform annular calcification, mild calcification of the left ventricular outflow tract, there was sufficient calcium to allow sealing, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding valve sizing. It was also noted that the physician believes the pvl is related to the valve underexpansion and the heart block is related to the index procedure. The provided cine was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported pvl appears to be related to procedural conditions (poor seal with sealing skirt, possible valve underexpansion). A cause for the reported valve underexpansion could not be conclusively determined. The reported heart block appears to be related to the procedure (pre-bav biased towards ventricle, implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. The patient was placed under local anesthesia for procedure. It was reported that there was sufficient calcium to allow sealing and that there was moderate uniform calcification. There was mild calcification of the left ventricular outflow tract (lvot). A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. The 25mm navitor valve was not re-sheathed after deployment, there was no difficulty implanting the valve. Pacing of 120-140 beats per minute was performed during deployment of the 25mm navitor valve. The valve was successfully implanted at a depth of 5mm at the non-coronary cusp (ncc). Post implant, it was noted that there was a significant perivalvular leak (pvl). The decision was made to perform a post-implant balloon aortic valvuloplasty (bav) using a 22mm non-abbott device. Following the post-implant bav, the pvl was trace. The pvl was due to under expanded valve frame. Post implant, it was also noted via electrocardiogram (ECG), that the patient developed a left bundle branch block (lbbb), which was believed to be due to the index procedure. No intervention was performed for the lbbb. On (B)(6) 2024, an echocardiogram showed no pvl. The patient was reported to be discharged in good condition.